Event description:
"Nursing staff found the patient lying on the floor in his room. Beside lay the walker and one wheel had fallen off. The man was alone when the incident occurred. The patient got no visible damage by the fall. Occupational therapist (B)(6) replaced the walker the day after. Took pictures of the walker and has marked it up with medical deviation before resending it to (B)(6)."

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.